Manufacturer narrative:
The field service representative (fsr) verified the 'motor error' message and that the pump would not run. He replaced the roller pump. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb)procedure, the roller pump displayed a 'motor fail' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) addressed the reported issue by replacing the motor assembly of the roller pump. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per data log analysis, on 07apr2022, the large roller pump log showed many motor faults which would cause the related motor fail message reported by the user. The log confirms the complaint. During laboratory analysis, the product surveillance technician (pst) connected the pump to lab use only (luo) testing equipment and ran the pump for over 69 hours with no observation of a motor fail error or any other issues. The pump operated as intended.